Event description:
It was reported that 1 pen ndl 32g 4mm cannula broke off. The following information was provided by the initial reporter :   the consumer reported that the needles bend and sometimes break at the patient end during the injection.   Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-13. Investigation summary: customer returned a total of six 4mm, 32 gauge pen needles. No teardrop labels were returned to identify the lot number. One of the pen needles¿ cannulas was broken off at its base. Four of the pen needle cannulas were bent at roughly a 90 degree angle in the same location. These cannulas were typically bent multiple times and showed significant amounts of wear. It has been noted that the pen needles are reused, potentially a significant number of times. This damage may occur as the result of stresses accidentally placed across the needle during use in addition to wear over many uses. The last pen needle was found to have its cannula bent on the non-patient side. This may have occurred if the pen was not properly aligned with the cannula during preparation for use. Similar to the other cannulas, this damage is more likely as the result of stresses due to being reused a potentially significant number of times. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to confirm the customer¿s indicated failure of bent and broken pen needle cannulas. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the damage to the cannulas may be stresses placed on them during use. Wear over many uses would increase the likelihood of these issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm cannula broke off. The following information was provided by the initial reporter:   the consumer reported that the needles bend and sometimes break at the patient end during the injection.   Date of event: unknown. Samples: available.